Event description:
Medtronic (covidien) received information that during the procedure of cerebral aneurysm embolization, the physician reported that the axium coil could not be detached by the instant detacher. Another device was used continue the procedure. No further information provided.

Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, the event cause could not be determined. The lot history record review of the reported lot numbers showed no discrepancies that would have contributed to the reported experience. (B)(4).